Event description:
A button/power issue was reported with the Abbott Diabetes Care (ADC) device. The meter would not power on with button press and the customer was unable to obtain glucose readings. As a result, the customer ordered a replacement ADC device. Subsequently, a delivery delay was reported with the replacement ADC device as it was sent to the wrong address. Due to the delivery delay, the customer was unable to obtain glucose readings and experienced nausea, sweating, a loss of consciousness, and was unable to self-treat. The customer had contact with a healthcare professional (HCP) who administered an unspecified intravenous for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.